Event description:
A (B) (6) female with anal atresia was implanted with an acticon device on (B) (6) 2007. On (B) (6) 2008 the entire device was removed and replaced due to recurring incontinence. A request for the device was sent and the device was not returned for analysis. No further info has been provided.

Manufacturer narrative:
Catalog #: 72402105, 72402287. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.